Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "toothless (edentulous) patient intubated for spine surgery. Then positioned in prone position. After 10 minutes, the cuff deflated. Need to turn over the patient and place a new catheter." No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "deflates slowly - cuff" was confirmed based upon the sample received. The customer returned one unit 5-10113 et tube, cf, 6.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that there was a large hole in the balloon cuff. The hole was indicative of the cuff being over-inflated or having come in contact with a heating element. Both scenarios would cause the balloon cuff to burst. The sample appeared used as there was biological material present on the device. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes were 100% inspected for inflation and deflation at the time of manufacturing. It was unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "toothless (edentulous) patient intubated for spine surgery. Then positioned in prone position. After 10 minutes, the cuff deflated. Need to turn over the patient and place a new catheter." No patient harm or injury. The patient status is reported as "fine".